Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Device history lot: mre review: a manufacturing record evaluation was performed for the finished device number 30711503m and no non-conformance's related to the complaint was found during the review. Manufacturing date: 2022-01-25. Expiration date: 2023-01-24. Device history batch: null. Device history review: null.

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. During the ablation in the right ventricle outflow tract rvot with a thermocool smarttouch and a power of 50w, the physician heard a steam pop. He immediately stopped the ablation (no rise in impedance and temperature) to check for any wall damage with echocardiography. There was local pericardial effusion that stopped by itself after few minutes (15-20 min). The patient exits the ep procedure room with a pericardial drainage and with stable parameters. The procedure successfully completed. Patient sent to intensive care to monitor heart parameters. The physician¿s opinion on the cause of this adverse event was the procedure. The patient outcome of the adverse event was improved (today they removed the pericardial drainage and prepared the patient for discharge). The patient did require extended hospitalization because of the adverse event to monitor the patient parameters, remove the drainage and wait for fully recovery before discharge. The generator used in the case was a smart ablate system rf generator. A transseptal puncture was not performed. Irrigated catheter was used in the event and the flow setting was 30 ml/min. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector. And visitag with the visitag module parameters for stability set at max dist: 3 mm; min time: 3s; f over time: 25%; min force: 3g. Fti with range 350gs to 500gs; tag size: 3mm. Steam pop is not MDR-reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.